Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, the presenting egm showed oversensing noise on the left ventricular (lv) lead channel and a drop in impedances from 860 ohms to 530 ohms. It was noted that the lv lead was a non-(B)(6) lead. The hcp noted that isometrics were done and could not reproduce the lv lead noise. Ts discussed programming options with the hcp. At this time, the crt-d and non-(B)(6) lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".